Event description:
The patient reported shocking with left stimulator in the left neck to below the clavicle. The stimulator was changed out due to normal end of life. There was nothing noted at the extension/stimulator connection.